Event description:
During a distal radius procedure, the screws were having a hard time passing through the guide block, part of the guide block was bent. The guide would not unthreaded from the plate, and the guide was cross threaded to plate could not unscrew. The surgeon had to struggle with pliers to get the guide off, part of a screw is still in the guide. The procedure was complete but was prolonged for about 15 mins.

Manufacturer narrative:
The guide block shows signs of wear and tear, and the set screw is damaged. The knurl is scratched up, the shaft is twisted, and the threads are stripped. The set screw cannot be removed from the guide block. All measurable dimensions were found to meet the specifications of drawing se_187141 f. The knurled fixation screw is damaged, cross threaded and bent and can not be checked anymore to the print specifications.

Manufacturer narrative:
The guide block shows signs of wear and tear, and the set screw is damaged. The knurl is scratched up, the shaft is twisted, and the threads are stripped. The set screw cannot be removed from the guide block. This damage is likely from the surgeon trying to use pliers to remove the guide block. It is unknown how many times the guide block was used prior to this complaint, or in what manner it was handled, an exact cause for this complaint cannot be determined. The design risk assessment was reviewed and was found to be adequate for the intended use.